Event description:
A peritoneal dialysis (pd) pt called in with drain complications and able to see fibrin in his drain line. The pd nurse confirmed that the pt had (B)(6) peritonitis. There were no reported fluid leaks during treatment within the 72 hours preceding this event. The pt was treated with vancomycin.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.